Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of strips. No adverse events were alleged. The customer was contacted after the initial call about returning his test strips for evaluation, but he had already disposed of them. Replacement test strips were sent to the customer.